Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system failed to fully boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system failed to boot up, was not initializing to the host, and could not connect. Onsite troubleshooting revealed the issue with the rear panel assembly. However, the fse rebooted the pcs in the cabinets by turning on the power and the system was entirely booted up. The issue reoccurred on march 29, 2024, and the fse resolved the issue by replacing the pd. Assy.rearpanel boxed, which was causing the pcs to not fully boot up when powered on. A similar issue happened again on april 4, 2024, and the fse replaced the host pc, and after these repairs, the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.